Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during device upgrade to this cardiac resynchronization therapy defibrillator (crt-d) pacing inhibition for more than two seconds was observed. It was reported the patient is pacer dependent. The implantable defibrillation lead was removed from the header and reinserted with pacing inhibition again observed. The procedure was completed with the device programmed with biv trigger programmed on. Boston scientific technical services (ts) discussed possible air in the header may have caused the pacing inhibition and noted the air should resolve within approximately 24 hours. As the patient is pacer dependent they were admitted to the hospital for a few days until the pacing inhibition resolved. No additional adverse patient effects were reported.